Event description:
It was reported that medial dissection occurred. In (B)(6) 2026, the patient was on a prior regimen of aspirin (great than or equal to 72 hours) and antiplatelet medication other than aspirin (great than or equal to 72 hours) at the time of index procedure. The 2.5 mm x 15 mm target lesion was located at the third obtuse marginal artery. The target lesion was pre-treated with a 2.00 x 20 mm non-compliant balloon angioplasty with 20% residual stenosis and timi flow 3. The target lesion was successfully treated with a 2.50 mm x 20 mm synergy xd stent resulting in 0% residual stenosis with timi flow of 3. On the same day of the index procedure, ivus revealed the presence of medial dissection. The patient was discharged on aspirin and ticagrelor.